Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable and adapter no longer charged the pump. Reportedly, the customer was able to successfully charge the pump with a different cable and adapter. Customer's blood glucose level was 84 mg/dl.